Manufacturer narrative:
(B)(4). Device investigation could not be performed because the device was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and referring to known similar events, it was presumed that bending stress generated with catheter and wire manipulation was locally accumulated on the guide wire most likely due to patient anatomy. When the accumulated stress exceeded the product's design limit, it made the guide wire to fracture and separate. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may be damaged including separation or the like, which may cause blood vessel injury or result in fragments being left inside the vessel; [precautions] do not repeatedly bend and stretch the same position of the guide wire, or continuously turn it in a curved vessel for a long period of time; [precautions] if the guide wire meets resistance with the device used with the guide wire, do not apply an excessive force. If there is abnormal resistance, remove the whole system from the patient's body, and check the cause of the resistance; and, -[malfunction and adverse effects] damage such as separation.

Event description:
It was reported that an asahi chikai black guide wire broke into two pieces during a neurovascular intervention to treat a stenosis in the severely tortuous vertebral artery. The guide wire was advanced with a non-asahi 5 fr intermediate catheter towards the lesion. When attempting to deliver the intermediate catheter through the tortuous segment of the vessel, the guide wire was found broken off. An unspecified balloon was used to hold the separated wire inside the intermediate catheter and the separated wire was successfully retrieved with the intermediate catheter. There were no adverse patient effects associated with this wire breakage.

Manufacturer narrative:
The reported chikai black was returned with its separated distal part. The separated part was approximately 9cm long and helically deformed. Three-dimensional deformation was observed on both proximal and distal fracture ends. The outermost polymer jacket and outer coil wire was removed for evaluation purposes. The exposed core wire on the proximal side of fracture was significantly twisted and there were multiple cracks caused by twisting observed on the side of the core wire. One of the cracks was found on the fracture surface and it was grown into a split. Dimples were also observed on the fracture surface, indicating it was ductile fracture. The fracture surface of the coil wire was relatively flat as typically seen on fracture by torsion and had dimples. Distal to the fracture site, the core wire was significantly twisted as seen on the proximal side. Helical marks appeared on the side of the core wire. Dimples were observed on the core facture surface. As seen on the proximal side, the fracture surface of the coil wire was relatively flat and there were dimples. Based on the provided information and investigation results, it was presumed that rotating and bending stress generated with wire manipulation was locally accumulated on the guide wire most likely due to patient anatomy. The accumulated stress would exceed the product's design limit when the tip was being caught and restricted its movement, make the guide wire fractured, and eventually separate into two pieces. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: - [warnings] if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may be damaged including separation or the like, which may cause blood vessel injury or result in fragments being left inside the vessel; - [warnings] when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. It may be damaged including separation or the like, which may injure the blood vessel or leave fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (up to 720°) in the same direction; - [precautions] do not repeatedly bend and stretch the same position of the guide wire, or continuously turn it in a curved vessel for a long period of time; and, - [malfunction and adverse effects] damage such as separation.